Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient experienced a shocking or jolting sensation. It was stated that the patient had her implantable neuro stimulator (ins) removed in (B)(6) 2011, but was uncertain of the exact date. It was reported that the leads were fractured, but they were never able to determine how that occurred or when. It was stated that it "may" have happened in 2008. It was noted that the therapy had "never really helped the patient with pain". The patient had pain in her hips, left leg, and lower back. The patient had been reprogrammed, but "nothing really helped". It was noted that the shocking sensation was felt near the lead location. The patient had only felt stimulation in the back of her left leg. It was reported that the patient had both leads and the ins removed. Additional information has been requested but was not available at the time of the report.

Manufacturer narrative:
Product ID: 37742 lot# serial# (B)(4), implanted: 2008 (B)(6), product type programmer, patient product ID: 37752 lot# serial# (B)(4), implanted: 2008 (B)(6), product type recharger product ID 3778-45 lot# serial# (B)(4), implanted: 2008 (B)(6), product type lead product ID: 3708140 lot# serial# (B)(4), implanted: 2008 (B)(6), product type extension product ID: 3778-45 lot# serial# (B)(4), implanted: 2008 (B)(6), product type lead product ID: 3708140 lot# serial# (B)(4), implanted: 2008 (B)(6), product type extension. (B)(4).